Event description:
It was reported that the pump bolus was delayed. The customer's blood glucose (bg) level subsequently increased to 39 mg/dl. Customer consumed carbohydrates to address bg. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.